Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular procedure utilizing a gore® excluder® conformable aaa endoprosthesis. On january 29, 2024, the field sales associate was informed that patient will need to undergo an angiogram for a type 2 endoleak as patient has been in constant surveillance with 3 scans in last year that show a growing aneurysm over a 2 year period. Patient's angiogram was delayed due to patient having covid but physician plans to first do an angiogram then intervene possibly with coil embolization of the lumbar arteries.

Manufacturer narrative:
Code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, and reoperation. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: CT date 2023: ¿ there is contrast outside of the device on the delay phase and possible patent lumbar artery present. Maximum aneurysmal diameter measures ~ 71.9 mm x 75.5 mm. This is consistent with the reported type ii endoleak. CT date 2024: ¿ there is ~ 8 mm of seal distal to the left lowest renal artery. Lack of wall apposition with contrast-like density visible outside of the device. Contrast cannot be confirmed with arterial phase only. There are patent lumbars present. Maximum aneurysmal diameter measures ~ 75.4 mm x 79.9 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.